Event description:
It was reported that on (B)(6) 2011 the patient was admitted to the hospital because she was experiencing left sided chest pain. The patient had a left hemothorax which was treated with chest tube drainage. A chest CT revealed that the lead perforated the patient. On (B)(6) 2011 the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.